Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. The procedure was complex, involving a bifurcation of the anterior descending artery (ad) and second diagonal branch (dg2). Initially a 2.5 x 12 mm promus element plus stent was implanted in ad, the guides wires were "recrossed" by the stent mesh of ad. Predilatation was performed at the origin of dg2. The stent delivery system was advanced. However, the stent did not cross and during its removal from the artery to allow for additional predilation, the stent detached from the delivery balloon. A 1.25 x 0.6 mm balloon was introduced inside the dislodged stent to deploy it, and then advanced a larger balloon, but it was not possible to introduce the 1.25x0.6 mm balloon through the dislodged stent over 0.014" guide wire already in position. There was a stent in the proximal segment of ad, deployed approximately 6 months, which may have contributed to this outcome. The balloon catheter was withdrawn from the artery with "no untimely maneuvers".

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. The procedure was complex, involving a bifurcation of the anterior descending artery (ad) and second diagonal branch (dg2). Initially a 2.5 x 12 mm promus element plus stent was implanted in ad, the guides wires were "recrossed" by the stent mesh of ad. Predilatation was performed at the origin of dg2. The stent delivery system was advanced. However, the stent did not cross and during its removal from the artery to allow for additional predilation, the stent detached from the delivery balloon. A 1.25 x 0.6 mm balloon was introduced inside the dislodged stent to deploy it, and then advanced a larger balloon, but it was not possible to introduce the 1.25x0.6 mm balloon through the dislodged stent over 0.014" guide wire already in position. There was a stent in the proximal segment of ad, deployed approximately 6 months, which may have contributed to this outcome. The balloon catheter was withdrawn from the artery with ¿no untimely maneuvers¿.

Manufacturer narrative:
Device evaluated by MFR: received for analysis was the delivery device. No stent was present on the balloon. An examination of the balloon found a clear impression of the stent crimp. The balloon was tightly folded. An examination of the distal edge of the tip found that the tip edge was slightly flared. No other visible damage was noted along the length of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).